Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, persistent error fault 22028 was experienced. Site contacted intuitive surgical inc technical support engineer (tse) for troubleshooting assistance. Tse attempted to review logs; however, no information could be viewed. No further information was provided. No patient injury reported.

Manufacturer narrative:
The root cause is attributed to a faulty gearbox in the universal surgical manipulator's (usm) dof 9, causing mechanical issues that did not allowed the expected motion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, the 22028 error was found indicating fault on degrees of freedom (dof) 9, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it passed. The usm was then installed onto a patient side cart fixture test platform (pftp) where carriage friction speed high was found to be failing on the dof 9. Once testing was completed, the dof 9 gearbox and rotor were aba tested and was verified to be the source of the fault. The complaint regarding error 22028 was confirmed by failure analysis. The probable root cause can be attributed to the dof9 gearbox and rotor.

Event description:
Refer to h11 for follow-up information.